Event description:
It was reported that the insulin cartridge had leaked insulin when the customer was filling the cartridge. This occurred with 3 separate cartridges from the same package with the same lot number. No adverse event was reported. The insulin cartridges were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.